Manufacturer narrative:
(B)(4). Device manufacture date: july 7, 2016 ¿ july 8, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume intermate. The reporter stated that the device was filled with 2000mg aztreonam in 100ml 0.9% sodium chloride. The total fill volume was 100ml. The reporter stated that each dose took approximately 45 minutes to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.